Event description:
Philips received a complaint by the customer on the v60 indicating that the unit could not start. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Onsite evaluation and troubleshooting are pending. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00436. All information from the original reports have been transferred to this report.